Manufacturer narrative:
The peritonitis occurred on an unspecified date in 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal dialysis infection. The cause of the peritonitis was reported as due to the ¿transfer set fall off due to titanium adaptor loosening¿. The patient's caregiver ¿directly connected titanium adaptor without disinfecting. "The tube was not occluded timely and the patient didn't go to hospital for handling timely¿. The patient was treated with intraperitoneal cephalosporin (dose, frequency and duration not reported). On an unreported date the titanium adaptor was changed. The patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.